Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels reaching 503 mg/dl. Customer stated that elevated bg's may be due to stress and a site issue. Customer delivered an injection and a correction bolus via the pump to bring bg levels back to target range. Recommendation was made to discuss diabetes management with their health care professional.